Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy multiple daily injection (mdi). Technical support decided to send a replacement pump, ensuring it had updated software.